Manufacturer narrative:
The exact implant date is unknown, if received it will be provided. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of the trapease vena cava filter. In or about fifteen years later, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, significant perforated of the ivc due to approximately 6 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the vena cava was reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2002. In or about (B)(6) 2017, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, significant perforated of the ivc due to approximately 6 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records and patient profile form (ppf) indicate the filter was implanted due to recurrent deep venous thrombosis. The patient also had a superior vena cava filter from another manufacturer implanted. The patient was reported to have tolerated the index procedure well. The patient is reported to have experienced abdominal pain and continues to experience anxiety related to the device. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter on or about (B)(6) 2002. Per the patient profile form (ppf), the filter was implanted due to recurrent deep venous thrombosis. The patient was reported to have tolerated the index procedure well. In or about (B)(6) 2017, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, significant perforated of the ivc due to approximately 6 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is reported to have experienced abdominal pain and continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety and abdominal pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.